Manufacturer narrative:
The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Patient/user involvement: through follow-ups, the customer indicated that no patient information was received.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit alarmed with error code messages of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed while on a patient. In addition, there were multiple error code messages observed in the significant event log. The customer reported that there was no harm to the patient or the user. Patient's information has been requested.